Event description:
It was reported that the pt had his vns device explanted due to infection. Explanted products were returned to MFR, but analysis pending. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the lead and the generator prior to distribution.